Manufacturer narrative:
(B)(4). Concomitant medical products: 00801804001 ¿ cocr head ¿ 61250154, 65771101520 ¿ m/l taper stem ¿ 61188625, 65620005822 - trilogy shell - 61381475. Reported event was confirmed by review of medical records noting patient underwent a procedure where a plate and screw were placed for a bone fracture and was revised for recurring dislocations and non-union of a fracture. Serosanguineous fluid, large mass identified, nonpurulent. A large bursal sac was excised. Previoulsy placed lateral plate was completely loose from the bone. Femoral head showed signs of trunnion wear and was replaced. The liner was also showing signs of wear along with anterior edge as well as several scratches noted. The locking ring was noted to be broken and was replaced with a new one. The stem was removed and replaced. Metal testing was also done showing elevated levels of cobalt. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00748. 0001822565 - 2019 - 04455. 0001822565 - 2020 - 01392. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision involving placement of a plate and screw on an unknown date. Subsequently, the patient underwent another procedure approximately 6 years post initial implantation due to recurrent dislocation and non-union of a fracture. During the surgery, wear of the implants as long as a broken locking ring was noted. Attempts have been made and additional information on the reported event is unavailable at this time.